Manufacturer narrative:
.

Event description:
It was reported that during an atrial fibrillation treatment, the catheter remained blocked in a deflected position. No patient consequence or risk of injury was reported.